Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 14mm amplatzer vsd muscular occluder was chosen for implant using a 9f non-abbott delivery system. During the procedure, while deploying, it was noted that device did not conform to its desired shape and therefore it was retrieved back.